Event description:
Boston scientific received information that during the attempted implant of this implantable cardioverter defibrillator (ICD) with this chronic implantable defibrillation lead, during defibrillation threshold (dft) testing, shock therapy was delivered and did not convert the patient's rhythm. A shorted lead fault was observed following shock delivery. Additionally, shock impedance measurements for the therapy episode were observed to be less than 20 ohms. The patient was externally rescued. Boston scientific technical services (ts) recommended implanting another device. No adverse patient effects were reported.

Manufacturer narrative:
Another device was successfully implanted. This lead was surgically capped and abandoned and a new lead was implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.